Event description:
Event description guidant received information that this five year old endocardial lead measured high rate/sense impedances. An x-ray confirmed a lead fracture. The lead was removed and replaced with another guidant product.